Manufacturer narrative:
(B)(4), 2012: preventive maintenance (pm) service was performed on this laser, no anomalies noted during the pm. (B)(4), 2012: mfg service engineer went to the facility and replaced the touch screen (laser display) and the mfg service engineer found the laser to be functioning as expected following the replacement of the touch screen.

Event description:
It was reported that while utilizing the surgical laser system for a pvp procedure the touch screen display became unresponsive. After consultation with MFR service engineer it was determined that the laser could not be utilized. The laser procedure was abandoned; the surgeon performed a turp to complete the case. There was no report of a pt injury; however, the MFR is filing this as surgical intervention as the pt underwent an add'l procedure as a result of incompletion of the case.